Event description:
It was reported that the right ventricular (rv) lead had high thresholds and had perforated the right ventricle. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.